Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hemorrhoid resection surgical procedure on (B)(6) 2017 and the suture was used. When the resection was performed and at the moment of passing the point, the needle broke and the tip of the needle remained in the patient. X-rays was performed and the needle was observed. It was returned to the surgery but the needle was not being removed. The patient was referred to another institution of greater complexity to perform a colonoscopy procedure and the needle was not found. Another x-ray was taken and nothing was seen. The patient was released on saturday. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was the indication for the colonoscopy on the next day? - the colonoscopy was performed to look for the part of the needle that remained in the patient. - can you verify with x-ray that all pieces were removed from the patient? - what are the patient weight, bmi and other medical/ surgical history? - what is the current condition of the patient? - I have no answer since I do not have access to the patient's clinical history, but the patient after the colonoscopy was discharged from finding no foreign body.